Event description:
It was reported that approximately 41 months after 1 xience stent was implanted in the restenosed 3rd obtuse marginal coronary artery and 3 xience stents were implanted in the restenosed distal circumflex artery, the patient was hospitalized with angina and underwent a revascularization procedure in the distal circumflex and an unrelated saphenous vein graft. Symptoms resolved, and the patient was discharged the following day. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. There were no reported product deficiencies. The reported patient effects of angina, ischemia, and stenosis/restenosis are listed in the listed in the xience v everolimus eluting coronary stent system instruction for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the xience v stents were implanted in restenosed lesions. It should be noted that the xience v everolimus eluting coronary stent system IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects. The other two xience v stents are each being filed under separate MFR numbers.